Event description:
On (B)(6) 2023, it was brought to our attention that the tubing on the becton dickinson medical powerloc max power injectable infusion set was cracked at the y connection site causing leakage of solution.